Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents and no damage was found on the liquid crystal display isolation tape. No unexpected alarms were noted. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported that the insulin pump had blank display, alarmed low battery alert and battery compartment maybe worn out. Customer stated that blood glucose was 200's mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).